Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 2/10/2016-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for infection and pain and all implants were removed on (B)(6) 2015. At this time infection isn't alleged per litigation. Part/lot is being updated and the cup and screws are being added to the complaint as MDR nos. No labs were provided for the alleged high metal ion levels. The complaint was updated on:2/29/2016.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update (B)(6) 2016) ¿ pfs and medical records received. After review of the medical records for MDR reportability, it was noted in the initial revision (B)(6) 2015) that surgeon identified "significant damage to the anterior femoral cortex with involvement of this caseous necrosis-type process." Caseous necrosis is defined as a necrosis without infection, indicating that the then current infection process wasn't the cause of the necrosis. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from pain, discomfort, inflammation, and toxic cobalt chromium metal ions.